Event description:
During knee surgery, pump was being used at 90mm hg. Fluid extravasated patient's thigh and abdomen. Pt was administered diuretics to relieve extravasation. No nerve injury has been reported but patient stayed in hospital two days. Pt developed blisters on affected area.